Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the shaft was broken. No pieces had detached from the shaft. The reported condition was confirmed. The investigation found the shaft was broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair dissection procedure, the shaft of both instruments began to crack the same. The black insulation showed significant cracking but did not completely detached. Nothing fell into patient cavity. A replacement was opened and used to finish the procedure with no remaining issues.